Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. Stability data for libre sensor was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensor and freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified reading and a missing high/low glucose alarm issues were reported with the freestyle libre 2 sensor. A customer reported upon waking up, an unspecified sensor scan was received and he self-treated with insulin (type/dose unknown). The customer further reported that the sensor failed to alarm with 2 inaccurate readings, which included a scan of ¿10¿ and he started to feel ¿very strange¿. Based on the sensor scan of ¿10¿, the customer drank a can of coke but felt unwell and experienced a seizure. An ambulance was called and the customer was provided oral gel as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.